Manufacturer narrative:
On february 14, 2022 customer returned device having unexpected restart. A cold reset was performed. Alarm. Device received with software error bad pointer, impossible default case, parameter out of range, etc. Alarm loop during power up. Unable to perform displacement tests, unexpected restart. A cold reset was performed error test due to software error bad pointer, impossible default case, parameter out of range, etc alarm. Device history download using thds was successful. However, there is no data available on event date 14-feb-2022 unable to perform data analysis for unexpected restart. A cold reset was performed alarm complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test interface boards confirms software error bad pointer, impossible default case, parameter out of range, etc alarmed is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Unit had cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label. Unable to verify unexpected restart. A cold reset was performed alarm due to software error bad pointer, impossible default case, parameter out of range, etc. Alarm. Software error bad pointer, impossible default case, parameter out of range, etc alarm is isolated to mother board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. Customer stated unexpected restart alarm was reoccurred many times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.